Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown hernia procedure on unknown date and unknown mesh was implanted. The patient underwent two more surgeries due to the initial mesh malfunction. No further information has been requested.